Event description:
Caller reported the patient had a catheter issue approximately 6-7 years ago. The patient experienced a change in therapy effect. Caller stated the patient did not seem like himself. Patient's legs were rigid, blurred vision and eyes look like he was "high", shakiness, area around the pump was squishy, and the incision was red. Caller stated the patient was warm, was hurting in his legs, eyes and other areas. The pump was delivering baclofen. Additional information has been requested, but was not available at the time of this report.

Event description:
After additional review, it was noted that the ¿tube¿ became disconnected and the area around the pocket got ¿real squishy.¿ what was previously reported will now be included in mfg. Report # 3007566237-2012-02315 for a change in therapeutic effect, as this report will only pertain to the pervious catheter disconnection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, lot# j10834r34, implanted: (B)(6) 2001, explanted: unk. (B)(4).